Event description:
The patient reported that the pump was hot to the touch.

Manufacturer narrative:
The pump was returned to animas for evaluation. Upon examination the pump was found to exhibit a visible battery compartment crack and corrosion in the battery compartment. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was exercised for 24 hours with no evidence of overheating.